Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the right coronary artery (rca). After the lesion was wired, the proximal rca was stented and the original wire was inserted into the marginal branch. Another wire was needed down the rca and a 190cm marvel guide wire was then advanced. However, the wire appeared to be behind the stent when trying to remove it and the wire came apart. The wire was snared numerous times and eventually the wire was able to be retrieved from the patient's body. No patient complications nor injuries were reported.